Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the foot switch was sticking and producing uncommanded x-ray. This incident occurred outside of a procedure and no pt was involved. There is no report of pt injury associated with this event.